Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (472- 550 mg/dl) and boluses were delivered to address the bg level. The customer did not know the cause of the high bg. A pump system check was performed and no device issues were identified. The customer did report that after the latest high bg, the cartridge had been used for 3 days. Tandem technical support informed the customer that humalog was labeled for 48 hour use with the cartridge. The customer understood the information. The customer was to change the pump supplies on the day of the report.